Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an innova self-expanding stent delivery system (sds). The outer shaft, mid-shaft, inner shaft, proximal liner and the remainder of the device were checked for damage. The handle was opened when returned from the customer. A kink was noticed at the nosecone as well as multiple kinks throughout the outer sheath. The mid-shaft and the proximal inner shaft were completely separated from the handle, also with multiple kinks throughout its length. The inner liner was also separated from the handle with multiple kinks. The pull rack had come loose inside of the handle due to the mid-shaft coming loose from the retainer clip. The retainer clip and stent were not returned with the device. The guide wire was broken inside of the proximal inner. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that deployment difficulties and stent damage occurred. The 70% stenosed target lesion was located in the superficial femoral artery (sfa). Access was obtained via the right femoral artery. The lesion was predilated and a 6x200x130 innova¿ stent delivery system was advanced to the sfa. Deployment of the stent was initiated using the thumb wheel and approximately 120mm of the stent was deployed. When the physician switched to the pull grip to complete deployment, it failed. The delivery system was opened in order to complete stent deployment. The stent was deployed, however elongation occurred. A non-bsc stent was advanced and deployed to cover the elongated portion of the innova¿ stent. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that deployment difficulties and stent damage occurred. The 70% stenosed target lesion was located in the superficial femoral artery (sfa). Access was obtained via the right femoral artery. The lesion was predilated and a 6x200x130 innova¿ stent delivery system was advanced to the sfa. Deployment of the stent was initiated using the thumb wheel and approximately 120mm of the stent was deployed. When the physician switched to the pull grip to complete deployment, it failed. The delivery system was opened in order to complete stent deployment. The stent was deployed, however elongation occurred. A non-bsc stent was advanced and deployed to cover the elongated portion of the innova¿ stent. No patient complications were reported and the patient's status was stable.